Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced an arrhythmia. The target lesion was located in the distal left circumflex with 70% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of a 4.00 x 16 mm study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with complaints of "burning dysesthetic pain wrapping from the back to the front like ant bites." There were signs of atrophy in the cervical and thoracic musculature that was noted. A chest x-ray revealed no acute process. An ECG revealed an ejection fraction of 55-65%. MRI of the brain with and without contrast revealed no acute intracranial changes. MRI of the cervical spine with and without contrast revealed multilevel degenerative changes. MRI of the thoracic spine with and without contrast revealed small focus of signal abnormality involving the superior endplate of t8 measuring 1 cm was observed and an abnormal focus of signal involving the right lobe liver was noted. Chest x-ray revealed multiple masses involving the liver with associated pancreatic mass and left adrenal mass concerning for neoplasm, sclerotic focus involving the upper thoracic vertebral body at the t5 region and bibasilar atelectasis versus scarring with interstitial thickening involving the lateral segment of the right middle lobe of the lung was noted. CT of the abdomen and pelvis with and without contrast revealed pancreatic tail mass measuring 3 x 2 cm with multiple masses involving the liver and left adrenal mass representing primary pancreatic neoplasm with a metastatic disease to the left adrenal gland and liver. The liver mass tissue was biopsied. Biopsy results revealed markedly atypical glandular proliferation favoring adenocarcinoma. Five (5) days later the patient expired. The cause of death has been reported as moderately differentiated pancreatic adenocarcinoma. As per the death certificate, the immediate cause of death was "arrythmia" and the underlying cause of death was "metastatic pancreatic cancer". No autopsy was performed.

Manufacturer narrative:
Patient identifier (B)(6). Device is a combination product the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).